Event description:
Same case as MDR ID 2134265-2012-01724. (B)(4). It was reported that during a percutaneous intervention (pci) procedure, removal difficulties occurred and explanted a previously placed stent. In (B)(6) 2011, the physician pre-dilated the proximal ramus artery with a 1.5 x 12mm, 2.25 x 15mm and a 2.25 x 15mm apex balloon catheter. The physician then deployed an ion stent at 13atm. The procedure was completed with 0% stenosis. In (B)(6) 2012, post stenting treatment the 70% in stent restenosed lesion containing the previously implanted ion stent was located in the moderately tortuous, mildly calcified proximal ramus artery. The physician advanced the 2.5 x 10mm flextome cutting balloon to the lesion. The cutting balloon was inflated three times (1st inflation 7atm, 2nd 7atm and the 3rd 11atm). Upon removal resistance was felt. The cutting balloon was removed with the previously implanted ion stent attached. The physician then pre-dilated the lesion using a2.5 x20 mm non-bsc balloon and was able to deploy a 2.5 x24 ion stent in the lesion. The procedure was completed. No complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluated my manufacturer: returned product consisted of a stent only. There was blood on the stent. The stent was returned severely stretched and damaged. There was no evidence of any product quality deficiencies. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
Same case as MDR ID 2134265-2012-01724. (B)(4). It was reported that during a percutaneous intervention (pci) procedure, removal difficulties occurred and explanted a previously placed stent. In (B)(6) 2011, the physician pre-dilated the proximal ramus artery with a 1.5 x 12mm, 2.25 x 15mm and a 2.25 x 15mm apex balloon catheter. The physician then deployed an ion stent at 13atm. The procedure was completed with 0% stenosis. In (B)(6) 2012, post stenting treatment the 70% in stent restenosed lesion containing the previously implanted ion stent was located in the moderately tortuous, mildly calcified proximal ramus artery. The physician advanced the 2.5 x 10mm flextome cutting balloon to the lesion. The cutting balloon was inflated three times (1st inflation 7atm, 2nd 7atm and the 3rd 11atm). Upon removal resistance was felt. The cutting balloon was removed with the previously implanted ion stent attached. The physician then pre-dilated the lesion using a2.5 x20 mm non-bsc balloon and was able to deploy a 2.5 x24 ion stent in the lesion. The procedure was completed. No complications were reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated my manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).